Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead and atrial lead encountered high impedance and suspected fracture. The rv and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.